Event description:
It was reported that the bd syringe 3ml ll w/ndl eclipse 23x1 rb had leakage at the luer connection. The following information was provided by the initial reporter: material # 305782 , batch # 4187641. Verbatim: rcc received a complaint via email. Email(s) attached. We have received a quality complaint on product sold to our customer. Please contact the customer, and include complaint# (B)(4) on any future communications. Injuries or adverse event: no. Item: 305782. Quantity affected:1cs. Serial/lot number: (B)(6). Po : (B)(6). Are any samples available for return? Yes. Reported issue: the item is leaking when attached to an extension set; leaking where luer connector meets the set. This is happening on only this syringe and issue does not occur when using a different product from bd. Customer disposition request: replacement.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the 3 samples submitted for evaluation. The reported issue of leakage at luer connection was not confirmed upon inspection of the samples. Analysis of the samples showed no damage or defects. The samples were subjected to a leak test and all samples passed with no abnormalities observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The root cause could not be determined as the defect was not replicated.